Event description:
It was reported that dissection and death occurred. The target lesion was located in the left anterior descending artery. Following predilation with a 2.50 x 15mm balloon, a 3.00 x 38 synergy stent and a 3.50 x 38 synergy stent were implanted. The patient died the same day. Official cause of death was dissection.